Event description:
Revision of knee components due to tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience report could not be determined as the devices were not returned for eval.